Event description:
A falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). On the next day, the sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered higher than the erroneous result. The higher repeat result was considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed the atellica test protocol (atp). The cause of the falsely depressed crea_2 result is unknown. Siemens is evaluating the event. The instrument is operational.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00295 on 10-nov-2023. Additional information (08-nov-2023): based on the atellica test protocol results, siemens identified an issue with the mixer. Therefore, in addition to the service action described in the initial report, the customer service engineer (cse) also replaced and adjusted the sample and reagent mixers. The cse observed traces of heparin gel on the dilution probe. The cse replaced the clogged dilution probe and level detection board and ran auto check, which recovered acceptably. Siemens reviewed the instrument data and concluded that instrument hardware issues, which were resolved with the service actions performed, potentially contributed to the falsely depressed creatinine_2 result. The investigation findings and investigation conclusions codes of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of these devices is required.